Manufacturer narrative:
Concomitant medical products: 9529 implantable cardiac monitor, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead dislodged. The physician attempted to reposition but then opted to replace the lead. No patient complications have been reported as a result of this event.